Event description:
The modular head, sleeve and stem were implanted on (B)(6) 2008 during a procedure reported under MDR 3005477969-2016-00197. The acetabular cup was implanted as part of a prior surgery at an unknown date.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that right hip revision surgery was performed.

Manufacturer narrative:
.